Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient had a prophylactic ivc filter placed prior to gastric bypass surgery. The patient was prepped and draped in sterile fashion. The femoral vein was accessed and a sheath was advanced to the level of l3. The filter system was advanced and the sheath was retracted and the filter deployed without difficulty. The patient tolerated the procedure well. Approximately nine years six months post filter deployment, the patient had complaints of chronic back pain. CT scan demonstrated the filter to be propagating outside the vena cava and might be the source of pain; therefore, filter retrieval was requested. The patient was prepped and draped in sterile fashion. The right internal jugular vein was accessed and a snare was advanced to grasp the apex. The filter would not fit into the sheath initially, but was ultimately successful with closure of the filter and simultaneously pulling back into the sheath. The filter was examined and demonstrated no detachments. The sheath was removed and the patient was transferred to recovery in stable condition with no complications. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately seven and a half years post vena cava filter deployment, the filter was successfully retrieved without incident. There is no reported alleged deficiency with the filter. There was no reported patient injury. New information received: medical records were received and reviewed. Approximately nine years six months post prophylactic filter placement prior to gastric bypass surgery, the patient had complaints of chronic back pain. CT scan demonstrated the filter perforating beyond the caval wall and might be the source of pain; therefore, filter retrieval was requested. During a scheduled filter retrieval procedure, the right internal jugular vein was accessed and the filter was captured with a snare and successfully retrieved with some difficulty. The patient was transferred to recovery in stable condition with no complications.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and eight months post deployment, a computed tomography of abdomen and pelvis was performed to evaluate the position of the inferior vena cava filter. The study showed that filter was noted with protrusion of the limbs outside of the cava wall. Around eleven months later, patient was planned for filter retrieval procedure. Through the right jugular vein approach, a venogram was performed which demonstrated no thrombus within the vena cava filter itself and no abnormalities. A snare was advanced down and grasped the apex of the filter. The filter would not fit into the sheath initially. Ultimately, this was successful with closure of the filter and simultaneously pulling it back into the sheath. The filter was removed in whole. The filter was examined demonstrating no fractures. A complete venogram was performed which demonstrated no abnormalities. Therefore, the investigation is confirmed for perforation of the ivc and retrieval difficulties. Per medical records, an attempt was made to engage the apex of the filter using a snare but was unsuccessful due to perforation of the inferior vena cava. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,b7,d4(expiry date: 10/2008),g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter perforated. The device was removed. The patient experienced back and abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had a prophylactic ivc filter placed prior to gastric bypass surgery. The patient was prepped and draped in sterile fashion. The femoral vein was accessed and a sheath was advanced to the level of l3. The filter system was advanced and the sheath was retracted and the filter deployed without difficulty. The patient tolerated the procedure well. Approximately nine years six months post filter deployment, the patient had complaints of chronic back pain. CT scan demonstrated the filter to be propagating outside the vena cava and might be the source of pain; therefore, filter retrieval was requested. The patient was prepped and draped in sterile fashion. The right internal jugular vein was accessed and a snare was advanced to grasp the apex. The filter would not fit into the sheath initially, but was ultimately successful with closure of the filter and simultaneously pulling back into the sheath. The filter was examined and demonstrated no detachments. The sheath was removed and the patient was transferred to recovery in stable condition with no complications. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was deployed without difficulty. Approximately nine years and six months after deployment, a CT scan allegedly demonstrated the filter to be propagating outside the vena cava; therefore, a retrieval attempt was recommended. The right jugular vein was accessed and a snare was used to grasp the apex of the filter. Allegedly some difficulty was experienced sheathing the filter; however, the filter was successfully removed. The filter was examined and no detachments were observed. Based on the medical record review, perforation and removal difficulties can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall (B)(4). - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately seven and a half years post vena cava filter deployment, the filter was successfully retrieved without incident. There is no reported alleged deficiency with the filter. There was no reported patient injury. New information received: medical records were received and reviewed. Approximately nine years six months post prophylactic filter placement prior to gastric bypass surgery, the patient had complaints of chronic back pain. CT scan demonstrated the filter perforating beyond the caval wall and might be the source of pain; therefore, filter retrieval was requested. During a scheduled filter retrieval procedure, the right internal jugular vein was accessed and the filter was captured with a snare and successfully retrieved with some difficulty. The patient was transferred to recovery in stable condition with no complications.